Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 488 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump alarmed button error while trying to deliver a bolus. No significant events leading to button error were observed. Button error troubleshooting was performed and confirmed that time is advancing. Customer's parent also reported to have experienced a high blood glucose of 488 mg/dl and unable to perform high blood glucose troubleshooting due to button error alarm. The customer¿s parent was advised to have the customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However, escape and arrow buttons did not respond due to corroded keypad traces. Pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.